Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recession sheath had a small piece of black plastic broken off the outside of the inner tube of the resectioscope inside the bladder and it was only visible on the way out of the bladder. The small piece of plastic was inside the bladder. The issue occurred during the procedure. Removing of the black piece of plastic took between 10 and 15 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and part of the insulating insert was observed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage to the device was thermally and mechanically induced. Moreover, it cannot be confirmed whether the prior damage or wear to the insulating insert was caused during the last preparation (cds) of the instrument or during the last procedure. This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the previous submissions. An update has been made to d9 and h3, and information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional clarification stating that it was the ceramic distal end of the device observed to be damaged.

Manufacturer narrative:
This report is being supplemented to provide correction to the following fields for information inadvertently left out in the initial MDR: b1, b2, b5, d4 (lot number), d9, g2 (user facility), h1, h6. Olympus has not received the device at the time of this report. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a cystoscopy and bladder stone procedure on a patient with very narrow access. The customer did not know how it happened and noted that it was difficult to get up in the bladder. Reportedly, this patient previously had similar surgery with similar difficult access.